Event description:
Order to discontinue catheter. Attempted times 3 to withdraw water from balloon, used 10cc and 20cc luer-lock syringes. Two other nurses also tried to remove foley without success. Foley cut and water drained from balloon, foley removed.